Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to detached end cap. Device received with lose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston was pushing out at the bottom of the insulin pump and had damage to drive support cap and bottom of the reservoir of insulin pump. Customer's blood glucose value was 139 mg/dl. Troubleshooting was performed. The device will be returned for analysis.